Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the provided information, this complaint is being reported due to following conclusion: during a da vinci assisted colorectal procedure, the blade on the endowrist vessel sealer instrument broke and fell inside the patient. The broken blade was retrieved from the patient laparoscopically. Although no patient harm, adverse outcome or injury was reported; it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci assisted colorectal procedure, the blade from the tip of the endowrist vessel sealer instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On 11/01/2016, intuitive surgical inc. (Isi) obtained additional information from the initial reporter. It was stated that during the da vinci assisted colorectal procedure, it was discovered that the blade on the endowrist vessel sealer instrument broke and fell inside the patient. The fragment was retrieved from the patient laparoscopically and the planned surgical procedure was completed. It is unknown if the endowrist vessel sealer instrument collided with other instruments prior to the breakage.